Event description:
A mesh graft was implanted on (B)(6) 2011 for pelvic organ prolapse. On (B)(6) 2011, she was readmitted for hemorrhage. Later, mesh extrusion through the vaginal wall was discovered. She also had difficulty voiding for over three weeks, treated with a foley catheter, because the sling was too tight. A second surgery released the sling and repaired the vaginal wall where the mesh had extruded. Voiding difficulties continued, though improved enough so self-catheterization is not needed. It is unk which mesh graft was implanted.

Manufacturer narrative:
The device implanted in this pt was not specified. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.